Event description:
Information received indicates the casters continue to swivel after the brake is engaged.

Manufacturer narrative:
The biomed found the brake assembly worn. He replaced the hex rods and used a brake/steer upgrade kit, and brake activation weldment to repair the stretcher.